Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred on an unknown date in 2014 by dr. (B)(6) at (B)(6). -device explant due to dysphagia occurred without issue on (B)(6) 2016 by dr. (B)(6); a toupet fundoplication was performed immediately after explant. -device was found in the correct position/geometry at the time of removal. -patient was reported as having no dysphagia as of a follow up appointment on (B)(6) 2016.